Event description:
It was reported that during a clinic visit, the patient with this cardiac resynchronization therapy pacemaker (crt-p) reported experiencing diaphragmatic stimulation. The crt-p was interrogated and found to be exhibiting intermittent left ventricular (lv) loss of capture (loc). The health care professional (hcp) noted that the device was reprogrammed, and lv capture was confirmed, however, the diaphragmatic stimulation returned. The hcp called technical services (ts) and requested assistance with reprogramming the device. Ts reviewed the device settings and discussed programming optimization options with the hcp. At this time, the lv lead remains in service. No adverse patient effects were reported.